Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the pump was showing a pressure of twenty, but the surgeon complained of over-distention and a four foot water spout out of the incision. A delay occurred as the pump was swapped for another. This was a brand new pump that was being used for the first time.

Event description:
It was reported that during a procedure the pump was showing a pressure of twenty, but the surgeon complained of over-distention and a four foot water spout out of the incision. A delay occurred as the pump was swapped for another. This was a brand new pump that was being used for the first time.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Probable root causes for the reported failure could be due to: user error and/or damaged or faulty pressure sensor. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.